Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator device was used for an esophagogastroduodenoscopy (egd) procedure within the esophagus, performed on (B)(6) 2012. According to the complainant, during the procedure, no bands were able to be deployed from the speedband device. The scope was withdrawn from the patient and reportedly, it was noticed that the bands were "melted together; just one big piece." The device was exchanged, and then the procedure was completed using another speedband superview super 7 multiple band ligator device. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The exact patient age is unknown however; it has been reported that the patient is over 18. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator device was used for an esophagogastroduodenoscopy (egd) procedure within the esophagus, performed on (B)(6) 2012. According to the complainant, during the procedure, no bands were able to be deployed from the speedband device. The scope was withdrawn from the patient and reportedly, it was noticed that the bands were 'melted together; just one big piece.' The device was exchanged, and then the procedure was completed using another speedband superview super 7 multiple band ligator device. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination found that the handle assembly, tripwire, suture, and ligator head were returned for evaluation. There was residue present on the device which is indicative of use. The evaluation revealed that five blue bands were present and the teeth of the ligator head were damaged. Of the five bands remaining on the ligator head, two of the bands were broken and caught under the three other bands. The suture loop was intact and attached to the wire loop of the trip wire however; the suture was also found to be partially wound onto the handle spool. The trip wire was found to be wound loosely around the spool. Further analysis of the handle slot revealed that the tripwire was not cinched (secured) in the handle assembly slot and there was no visible evidence to suggest that it was cinched during use. A functional evaluation was performed by turning the handle knob 180º and an audible click was heard. The condition of the returned incident device was consistent with the complaint since the returned device visually reflects the reported issue. The evaluation revealed that five bands were present on the ligator head and of the five bands remaining; two of those bands were broken and caught under the other three bands. In addition, the ligator teeth were damaged. The bands did not present any melting as stated in the event description. Additionally, the tripwire was loosely wound around the handle spool and was not cinched (secured) in the handle assembly slot with no visible evidence to suggest that this step was ever performed. The speedband superview super 7 multiple band ligator directions for use (dfu) notes within the initial setup section 'to pull gently on trip wire to take up rest of slack. Stop applying tension when resistance occurs.' The dfu then instructs the user to 'secure trip wire in slot on handle unit.' Failure to cinch the tripwire could potentially impact band deployment by allowing slack to build up in the tripwire, which ultimately would have a negative impact on band deployment activities. Therefore, the most probable root cause is user error. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.